Event description:
A literature article by moteab althomari, et.al., ¿significance of nat in the identification of hbc infections and hcv infections among serologically negative blood donors in hail, saudi arabia¿, clinical laboratory 71.1: 127-134. Verlag klinisches labor gmbh. (2025), documented false nonreactive alinity I hbsag results for 2 donor samples. A retrospective study of blood donor records from january 2020 to the end of april 2023 identified donors who tested negative in serological tests, a small percentage (0.01%) showed reactive nat results, indicating early acute infections that may have been missed by serological testing alone. The study indicates there were two donors who were hbsag negative with serological tests which can be conducted using the alinity I series and nat reactive. No impact to patient management was reported.

Manufacturer narrative:
The complaint investigation included a review of data and information provided within the article, search for similar complaints, ticket trending review, labeling review, device history record review, and field data review. Return testing was not completed as returns were not available. Data and information within the article were reviewed and support the complaint issue. A review of tracking and trending for the alinity I hbsag qualitative ii assay did not identify an increase in complaint activity related to the complaint issue. Device history record review did not identify any non-conformances, deviations, or potential non-conformances with assay and the complaint issue. The overall performance of the alinity I hbsag qualitative ii assay was reviewed using field data from customers worldwide. Review shows that the median patient results for the reviewed lots are comparable and within established limits, confirming no systemic issue for the lots. Labeling was reviewed and found to be adequate. Per technical review, occult hbv infection is a known phenomenon and is diagnosed when a hbv dna test is positive but hbsag is undetected. Occult infection may represent acute infection in the window period, hbv tail end of chronic hbv infection, persistence of replication at low level after recovery or occurrence of an escape mutant in vaccinated or unvaccinated individuals not detected by current hbsag assays. The authors themselves acknowledge a window period of acute infection, when viral load is low, but antibodies or antigens may not yet be detectable, with nat able to detect infections at these early stages. Therefore, samples that are reactive for nat but nonreactive for hbsag on serological tests may at times occur due to being in the window period of infection. Per product labelling, hbv is subject to a mutation rate 10 times higher than the mutation rate of other dna viruses. Some of these mutations may cause changes in the antigenic structure of hbsag, resulting in epitopes that are no longer recognized by anti-hbs. Hbsag mutations may result in a less favorable outcome in some patients and false negative results in some hbsag assays. If the alinity I hbsag qualitative ii results are inconsistent with clinical evidence, additional testing is suggested to confirm the result. For diagnostic purposes, results should be used in conjunction with patient history and other hepatitis markers for diagnosis of acute and chronic infection. Based on our investigation, no systemic issue or deficiency with the alinity I hbsag qualitative ii assay was identified.

Manufacturer narrative:
An evaluation is in process. A follow-up report will be submitted when the evaluation is complete. All available patient information was included. Additional patient details are not available.

Event description:
A literature article by moteab althomari, et.al., ¿significance of nat in the identification of hbc infections and hcv infections among serologically negative blood donors in hail, saudi arabia¿, clinical laboratory 71.1: 127-134. Verlag klinisches labor gmbh. (2025), documented false nonreactive alinity I hbsag results for 2 donor samples. A retrospective study of blood donor records from january 2020 to the end of april 2023 identified donors who tested negative in serological tests, a small percentage (0.01%) showed reactive nat results, indicating early acute infections that may have been missed by serological testing alone. The study indicates there were two donors who were hbsag negative with serological tests which can be conducted using the alinity I series and nat reactive. No impact to patient management was reported.